Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Worn enclosure and front cover. Cracked tank cover and damaged line cord. Liquid- crystal display (lcd) was broken but was to be replaced anyway because it was as old style board with an attached power switch. The front cover is also cracked in the complaint. The root cause of the reported issue was found to be physical damage to the lcd. Actions were taken to mitigate the reported issue: replace the power control board (pcb) and front cover.

Event description:
It was reported that the front cover cracked / liquid- crystal display(lcd) was broken. No patient injury was reported.